Event description:
A customer reported she was unable to obtain a reading from her freestyle freedom meter due to an unspecified error message. The customer reported that on (B)(6), 2011 at 10pm she was unable to test and experienced symptoms she described as "felt drunk, could not stand, lightheaded." The customer further reported she "woke up in the middle of the night, could not hold her urine then she woke up at 6am and she had a mini stroke." Paramedics were called and the customer was transported to a health care facility. She reported treatment with unknown intravenous medication, and "high blood pressure meds." The customer did not know if she had been diagnosed with any diabetes-related condition, but did report a diagnosis of "high blood pressure". She stated that she self-treated to counteract the event with niaspan (niacin extended release) and "iced tea." There was no report of death or permanent injury associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Control solution testing was performed on the returned meter and all results were within range specification. No errors were observed. No new issues were observed. The complaint is not confirmed.